Event description:
Patient alleges falling multiple times with walker and reports broken coccyx and bruised shoulder. Patient purchased a walker retail without rx. Evaluation of walker shows a well used unit that is structurally sound without signs of defect or malfunction. Patient has been advised to be evaluated by a physician for the type of mobility device she needs.